Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of concerns with high blood glucose levels. The customer states they have been running high for a while now, and their device did not give them insulin. The customer's blood glucose level at the time of incident was unknown. The customer's current blood glucose level was 414mg/dl. The customer also states having low blood glucose levels in the low 40mg/dl. Troubleshooting for the high and low levels was conducted. Troubleshoot was completed, and the customer was advised to speak with their health care provider over unexplained high and low blood glucose levels.